Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Identification of issue has been done by analyzing problem description and service report. The device¿s logs have been not available for further evaluation as well as part identified as defective, as the third party company is in charge of maintenance and repair of the device and there was no on-site visit by our technician. Based on technician statement, the pressure transducer board was checked and has been replaced. The issue has been resolved and the device was delivered to the user in working condition. The issue was decided to be reported based on available information as defective pressure transducer printed circuit board may lead to high pressure. There was no patient involvement. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).